Event description:
Same case as MDR ID # 2134265-2012-07287. (B)(4). It was reported that post a percutaneous transluminal coronary angioplasty treatment procedure, the patient experienced a myocardial infarction. In (B)(6) 2010 the patient presented with stable angina and cardiac catheterization was recommended. The 70% stenosed and 15mm long first target lesion was located in the proximal right coronary artery with a reference diameter of 3.5mm. The target lesion was treated with direct stent placement using a 3.50x20mm taxus liberte stent, resulting in 0% residual stenosis. The 70% stenosed and 30mm long second target lesion was located in the mid right coronary artery with a reference diameter of 3.5mm. The second target lesion was treated with direct stent placement of a 3.5x38mm taxus liberte stent, resulting in 0% residual stenosis. The following day the patient was discharged on aspirin and prasugrel. In (B)(6) 2012 the patient was diagnosed with myocardial infarction, its unspecified how the myocardial infarction was treated; however, the same day the event was considered resolved without residual effects and two days later the patient was discharged on aspirin and open label prasugrel.

Event description:
Same case as MDR ID # 2134265-2012-07287. Same patient as MDR ID#2134265-2013-01132. It was further reported in (B)(6) 2011 the patient received a 3.0x8 mm ion stent in proximal right coronary artery. In (B)(6) 2012 the patient had transient st elevation myocardial infarction that relates to stent thrombosis. The same day the event was considered resolved without residual effects.

Manufacturer narrative:
Device is combination product. (B)(6). Device evaluation by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).